Event description:
It was reported that the user experienced sustained high blood glucose with a highest continuous glucose monitor and glucometer reading of 345 for approximately seven hours while using the ilet system with a dexcom g7 sensor, and an occlusion alert occurred overnight and was dismissed in the morning without being recognized, after which insulin delivery troubleshooting showed normal function and glucose later returned to 102 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with the user interface implicated due to the unrecognized and dismissed occlusion alert. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.

Manufacturer narrative:
Initial.